Manufacturer narrative:
(B)(4).

Event description:
Two weeks following device implant, the patient experienced palpitations and received six consecutive shocks. The patient presented to the clinic and the device was attempted to be interrogated with no success. In addition, there was no magnet response. The electrocardiogram indicated atrial fibrillation with ventricle response and the patient underwent radiofrequency ablation (rfa) to restore sinus rhythm. After rfa, the device was attempted to be interrogated with no success. The device was explanted and replaced with no adverse consequences to the patient. The patient has an extensive past medical history including an anterior myocardial infarction with left ventricle aneurysm, double coronary artery bypass grafting surgery and left ventricle repair. In addition, the patient has heart failure (nyha class iii) with poor ejection fraction of 25%.

Manufacturer narrative:
The device could not be interrogated. The device was opened for analysis which indicated a power-on reset (por) and the device was in back-up vvi mode. The device image was corrupted due to a low battery voltage. The device was programmed out of back-up vvi mode and the device behaved normally throughout analysis. Further analysis of the device battery found no anomalies. The reported incident of no communication due to battery depletion was confirmed. However, the cause of the premature battery depletion could not be determined.